Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which is part of an advisory, did not shock the patient requiring them to go to the hospital on two separate occassions due to shortness of breath.